Event description:
Pt was using folding walker on 6/11/96 in the eventing. The walker broke at a welded joint. Pt fell and had pain in the right ue. Family took the pt to the ER at general hosp on 6/13/96. (Pt was feeling better so the pt was not taken immediately. Pt was diagnosed as having a fractured pelvis and was to be released on 6/14/96. Pt had an unscheduled (and unrelated to fall) surgery. Pt has a primary diagnosis of metastatic cancer. This info was reported by home health aide as reported by family.